Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawers was failing, and an error message indicated that the device was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that all drawers in the main unit were not detected on the bus. The attached remote manager was still operational, and drawer 5, which was an enhanced full-height cubie drawer, had some light emitting diode (leds) that were not illuminated on the pyxibus module controller (pmc). Fse replaced the pyxibus module controller and all other drawers were recognized. The system functioned as intended after the field service engineer repaired the device.